Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified one exception issue that appears to be associated with this event. The investigation determined the reported inflation issue and leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery with heavy calcification. A 3.0 x 40 mm armada 18 balloon catheter was advanced over an unspecified guide wire and crossed the target lesion. Then when the balloon catheter was pressurized for the first inflation, blood was observed coming back in the inflation device [leak]. The balloon did not seem to hold pressure. The balloon catheter was immediately removed. Another unspecified balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.